Manufacturer narrative:
The reported event was confirmed as manufacturing-related. The hematuria catheter was returned open with a portion of its original packaging. The irrigation eye was found not have been punched. The root cause appears to be due to an operator error during the irrigation burning process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that 22fr hematuria 3-way catheter did not irrigate through the in flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that 22fr hematuria 3-way catheter did not irrigate through the in flow.